Event description:
The patient was admitted for a procedure in 2008 with a 90%, heavily calcified, de novo lesion in the right posterior descending artery. It was noted that the vessel was highly tortuous. A guiding catheter was engaged and the lesion was pre-dilated. A 3.0 x 18mm cypher stent was being delivered but it did not reach the target lesion. Therefore, the guiding catheter was replaced and an additional wire was inserted for support to re-deliver the cypher. However, the cypher was still unsuccessful in crossing the lesion. The cypher was then going to be implanted in the distal right coronary artery, which also had stenosis, and the balloon inflated a little (pressure was unknown). The physician decided to retract implanting the cypher and removed it into the guiding catheter. While retrieving the cypher into the guiding catheter, the stent became stuck with the distal tip of the guiding catheter and dislodged from the stent delivery system. Along the guidewire, the dislodged stent was safely removed with snare. In addition, the shaft of the cypher kinked because excessive force was added at the lesion. The procedure was completed by conducting balloon angioplasty. There was no patient injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.